Event description:
It was reported that the patient is deceased and died approximately two months post the implant of a dual chamber cardioverter defibrillator (ICD) system. The "device was interrogated and no episodes related to [the] death [were] found.;" the device "appears to have been electrically shorted during explant" prior to cremation. Additional information from the clinician indicates that the patient was at home and shocks were delivered on the date of the patient's death, and that "9-1-1" was called.

Event description:
It was reported that the patient is deceased and died approximately two months post the implant of a dual chamber cardioverter defibrillator (ICD) system. The "device was interrogated and no episodes related to [the] death [were] found.;" the device "appears to have been electrically shorted during explant" prior to cremation. Additional information from the clinician indicates that the patient was at home and shocks were delivered on the date of the patient's death, and that "9-1-1" was called.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested and will not be received. Evaluation summary: (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. A visual analysis was performed only. (B)(4) -the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only. Evaluation summary: (B)(4) -the device was returned to the manufacturer and analyzed. The device experienced normal depletion and met expected longevity.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested and will not be received. Evaluation summary: (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had cosmetic depression. A visual analysis was performed only. (B)(4) - the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. A visual analysis was performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The cause of death was requested and will not be received.